Event description:
Computed tomography (CT) report showed that the outflow conduit appeared patent and visualized to the aortic arch with no focal abnormality. Inflow conduit was grossly normal. Artifact from motion and the device density was noted. Coronary artery calcification noted. No pericardial abnormality suggested. Hilar and mediastinal structures were unremarkable. There was no mass lesion or significant adenopathy suggested in the mediastinum. Axillary regions were normal without mass lesion or adenopathy. Major airways were patent with no obvious endobronchial lesions. No pleural effusion suggested. 1.2 cm pleural-based nodule seen right lower lobe image 30 series 303. This appeared stable since the prior study. Visualized upper abdominal organs were unremarkable. Osseous structures were unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported "thumping" could not be confirmed through this evaluation. A specific cause for this noise change could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness, nausea, and fatigue could not be conclusively established. Furthermore, review of the submitted log files confirmed the reported fluctuations in pulsatility index (pi); however, a specific cause for this finding could not be conclusively determined. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Average pi varied from 2.6-8.9 throughout the file; however, values typically ranged from and 3.1-5.1. Transient pi events were observed throughout the file, resulting in momentary decreases in speed to the low-speed limit, per design. It was also noted that the patient appeared to be sleeping on battery power, which is not abbott's recommendation. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The account reported that the patient insisted on sleeping on batteries despite the dangers of potentially running out of power and not hearing alarms. This vad coordinator re-educated the patient with the doctor and nurse in the room. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 also provides an explanation of all pump parameters, including pulsatility index (pi). This section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ furthermore, section 1 of the IFU states that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor will periodically depart from this value (2000 rpm above or 2000 rpm below) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, "system monitor", explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint." The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. Additionally, several sections of the IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2023-02367 onset of thumping or pounding in the chest only when standing. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had extreme fluctuations in pulsatility index (pi) when they would go from sitting to standing as well as symptoms of dizziness, nausea, and fatigue. These were treated by increasing pump speed to 6500 rpm. The patient stated feeling the same with no change in symptom severity. A chest computed tomography scan and echocardiogram were scheduled for (B)(6) 2023. All the patient's labs were stable. The patient reported feeling pump speed changes as a, 'thumping' in their chest; which has been previously reported. A review of the log files revealed a low flow fault on (B)(6) 2023. Of note, the patient had several instances of sleeping on battery power.